Manufacturer narrative:
Pentax video colonoscope model ec38-i10f is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to an excessive force applied on the ccd cable during angulation.

Event description:
The time of event is unknown. There was no report of patient harm. Image disturbance during angulation.